Manufacturer narrative:
This report is one two reports related to two events that occurred on the same day. This report is related to MDR#2050012-2011-08433. Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the creatinine (crem) module reagent syringe on the synchron lxi 725 clinical system was leaking fluid. Customer reported that most of the reagent has already dried up. The customer reported that the syringe was not loose. Customer reported that calibration, quality control (qc) and patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the syringe.